Event description:
Investigation revealed a cracked battery compartment at the case seal. The text on the display screen was also found to be dim and pinkish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/03/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed a cracked battery compartment at the case seal. The text on the display screen was also found to be dim and pinkish. Unrelated to the complaint, the keypad button cover was found to be completely peeled off and missing exposing the key contacts. All keypad buttons were still found to be responsive to button presses. There was no contamination/damage found to the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).